Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site address: (B)(6). Event site telephone: (B)(6). A getinge field service engineer (fse) observed the display screen was distorted after power on, and the display content cannot be seen clearly. On-site test, after re-plugging the lcd cable, re-testing the function was normal. All functions and safety are tested. All parameters meet the factory requirements. The fault has been repaired and can be used clinically.

Event description:
It was reported that during the regular equipment inspection the cs100 intra aortic balloon pump (iabp) screen flickered after power on, the characters are not clear, and it cannot be used. No patient involvement and no adverse event reported.